Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states,"material sensitivity reactions." The package insert also warns against using biomet implants with competitor's systems: under precautions, it states,"the use of instruments or implant components from other systems can result in inaccurate fit, sizing, excessive wear and device failure." The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2008, utilizing a competitor's acetabular component and a biomet femoral stem. Subsequently, the patient began to experience pain and a leg length discrepancy. A revision procedure was performed on (B)(6), 2010, to correct the leg length issue. During the procedure, the surgeon noted corrosion at the head/neck junction of the femoral stem and modular head. A necrotic thickened synovium was also present. The modular head component was removed and replaced and debridement was performed. Pathology results revealed the patient had a metallurgic reaction demonstrating high levels of cobalt.